Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer performed a fill tubing while still connected at the site. The customer disconnected the tubing to stop insulin from entering the body. Additionally, the customer did not eat enough carbs throughout the day while basal insulin was being delivered. The customer addressed extra insulin with consuming carbs. The customer's blood glucose was low; however, an exact value was not provided.

Manufacturer narrative:
D1, d2, d2b, d4, g5.